Manufacturer narrative:
The field service of baxter / the distributor performed an onsite investigation at the hospital. The failure unintended movement couldn¿t confirmed during the inspection. No failure was found on table top, column and remote control. During the inspection some traces of condensation were found in the table top. Table top was returned to baxter saalfeld for further investigation. When inspecting the tabletop, no damage or other abnormalities could initially be detected that could have caused the left leg plate to move on its own. According to r&d, the traces of condensation on the electronic components in the table top could not have triggered a self-run/ unintended movement. The u26 w operating table top in combination with a jupiter column is de-powered in standby mode. The electronics of the table top would therefore be without power and a movement of the leg plate motor would not be possible. A defect in the membrane keypad is ruled out, as in the event of a movement triggered by the column keypad, the leg plates would move synchronously and not individually, as in this case the left leg plate. Jupiter ir remote control was inspected. According to the technician, this was visually and functionally in order, which rules out a technical defect in the remote control itself. However, a permanent movement could be triggered if the remote control is put down and a button is unintentionally pressed by a foreign object. No malfunction or defect was identified and the event could not replicated. No death or serious deterioration in the state of health of a patient was reported. Therefore, baxter does consider this complaint is not a serious incident. Baxter does not consider this complaint reportable, and no further action is required.

Event description:
It was reported that the left foot section of the u26 operating tabletop went up during surgery without external action. No patient injury nor adverse event was reported. It was noted that the event occurred after the surgical procedure had been completed (after stitching) and the patient was transferred out of the surgical room. The reported event occurred only once, and the tabletop was removed from use after the event occurred. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
An inspection performed by a baxter technician noted that the reported malfunction could not be replicated. The involved jupiter sf operating table column and remote control were functioning as designed, no issue or malfunction was identified. The operating tabletop u 26 was inspected and damages to electronical components were identified. The tabletop will be returned to baxter for further investigation. Result will be provided within a final report.

Event description:
It was reported that the left foot section of the u26 operating tabletop went up during surgery without external action. No patient injury nor adverse event was reported. It was noted that the event occurred after the surgical procedure had been completed (after stitching) and the patient was transferred out of the surgical room. The reported event occurred only once, and the tabletop was removed from use after the event occurred. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint (B)(4).